Event description:
It was reported that the procedure was to treat the renal artery with mild calcification and 80% stenosis. The herculink elite stent delivery system (sds) stent was noted to not be on the balloon prior to use. An unspecified stent was used to complete the procedure. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. Stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with the anatomy, or interaction with accessory devices. In this case, it is possible that inadvertent mishandling during sheath/stylet removal or during unpackaging of the device may have contributed to the reported stent dislodgement; however, without the device to examine, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.